Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited undersensing during a ventricular fibrillation storm. The patient received delayed high voltage therapy because of the undersensing. Programming changes were made. Patient has not had additional ventricular fibrillation so it is unknown if the undersensing was resolved. No further information was available.